Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was no issue to boot up the imaging system. The pendant was replaced due to some keys not functioning. The imaging system then passed the system checkout and was found to be fully functional. The pendant has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was having difficulty booting up the system. There was no patient present.